Manufacturer narrative:
Product event summary #damaged instrument damaged instruments. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation while outside of procedure. It was reported that the thoracic probe was damaged while in sterile processing. There was no patient when the issue occurred."